Event description:
Add'l info received from MFR 04/14/03: they have not submitted a medwatch report for this event due to their legal advisor who has indicated that in order to have a reportable event there must be a basis for filing, that is a pt, an injury, and a surgery. In this complaint they have a pt, but no alleged injury or revision surgery to remove the broken pieces. Therefore, unser the guidelines set forth in 21 cfr part 803 this complaint, as reported, is determined to be non-reportable. However, if add'l info becomes available the complaint will be re-opened and investigated at this time.

Event description:
While drilling left tibia with richards 8m intramedullary reamer, the reamer broke at the junction point of the outer spiral wrapping, nearest pt end. Pieces from the tool were successfully removed from the tibia, no ill effect upon pt.